Event description:
The device was sent without a reason. This is report 1 of 1 for event # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the bearings were corroded due to the normal wear. Additionally, the functional testing revealed that the device overheated and the latch was damaged. Device was inspected and repaired.